Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised due to the implants not being positioned correctly during implantation.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch. There was no device or photos returned for evaluation. The device history records cannot be reviewed since the lot number is unknown. This device is used for treatment. The product history could not be completed since the lot number is unknown. Surgical technique and notes were not provided. Therefore, a definitive root cause of the reported issue cannot be determined.